Manufacturer narrative:
Conclusion: the device investigation, on the received parts, points to damages on the conductive link related to the reported extrusion of the conductive link. According to the patient report the floating mass transducer was found to be dislocated from the incus around (B)(6) 2018. In (B)(6) 2019, the surgeon was going to re-implant with another middle ear implant but after checking the user's hearing it was found to be out of criteria for the new middle ear implant, the patient had no benefit using the device and has been implanted with a cochlear implant on the contralateral side. This is a final report.

Event description:
The floating mass transducer (fmt) was found to be dislocated from the incus around (B)(6) 2018. The device was explanted and the recipient was reportedly implanted with a cochlea implant on the contralateral side.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The floating mass transducer (fmt) was found to be dislocated from the incus. The user was re-implanted with a cochlea implant.